Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The delivery system was returned for evaluation. During visual inspection, a balloon burst with distal tip separation was noted. The distal tip was missing. Due to the nature of the complaint, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The balloon burst, withdrawal difficulties, and distal tip separation were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Moderate degree of calcium was reported by customer. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The technical summary is applicable to this complaint.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-07088. Additional information was received. A bav was never performed, the case was confirmed to be a tavr case via transfemoral approach. The distal tip of the delivery system was never explanted from the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the implant of a 26mm edwards sapien 3 thv the delivery system balloon burst at the very end of deployment. The valve was successfully deployed. The team was unable to withdraw the delivery system into the sheath because the balloon had wrapped up on itself. After many attempts it was managed to retrieve the system without any vascular injury to the patient. Unfortunately, it was noticed that the nosecone with distal part of the balloon were missing and stayed in the artery. A vascular stent was deployed to avoid the migration of the nosecone distal part and it was going to be planned a future extraction surgery if the patient conditions allowed it.